Event description:
It was reported that customer¿s pump screen was broken, and later evaluation confirmed that screen was cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return for further evaluation, and a replacement pump was provided.